Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive batch numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 56mm cup in search of complaints involving pain throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The reported fascia dehiscence, trochanteric bursitis, osteophytes, over-lengthened leg and diffuse heterotopic bone cannot be ruled out as contributing factors to the reported pain and discomfort and the reported clinical reactions cannot be concluded to be a mal-performance of the implant. As well, the femoral neck notching and loose acetabular cup cannot be ruled out as contributing factors to the reported pain and discomfort. However, without supporting imaging, medical/clinical documentation and the return of the device the root cause of the loose acetabular cup and femoral neck notching cannot be determined. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to pain and discomfort.